Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report w ill be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and during the initial surgery one of the spike fell off while impacting the cup.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Event description: it was reported that during the initial surgery on (B)(6) 2020, while impacting the cup one of the spikes fell off. The implant is still in the patient. Review of received data: x-rays: an x-ray review has been performed. No anomalies relevant to the reported event were identified. The spike which fell off can not be identified in-situ. Product evaluation: no product was returned as it remains implanted; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Instruction for use (IFU): instruction for use (IFU): the following warning is given in the IFU for allofit alloclassic shells (e.g. Ref# (B)(4)): (do not use any component if damage is found or caused during setup or insertion.). Conclusion: it was reported that during the initial surgery on (B)(6) 2020, while impacting the cup one of the spikes fell off. The implant is still in the patient. Based on the investigation the reported event cannot be confirmed. The reported shell was not returned for investigation. Therefore, contributing factors to the loosening of the spike can not be evaluated. Further, consequences which might result from implanting a allofit alloclassic shell with only one spike can not be estimated. Nevertheless, it is recommended to monitor the patient closely to identify potential consequences. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
During surgery; spike fell down; allofit alloclassic, shell with polar screw plug, uncemented.

Event description:
The patient was implanted on an unknown side and during the initial surgery one of the spike fell off while impacting the cup. The spike is not in-situ. Allofit impactor standard was used.

Manufacturer narrative:
Additional information received on sep 10, 2020 the manufacturer received x-ray and other source documents (per) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).